Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the abnormalities on the surface of the edge of the coring knife were confirmed based on the evaluation of the returned coring knife. The coring knife, serial number (B)(6), was returned in a plastic sample jar. Longitudinal witness/finishing marks were visible along the entire angled area of the knife¿s blade end. These marks are consistent with the rework process. Visual inspection of the knife under a microscope did not reveal any major areas of damage or defect to the blade edge; however, there were spots of minor imperfections. Incidental findings: the knife was able to fully cut through the polyurethane test pad; however, there was some resistance compared to the control knife. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The receiving inspection information indicated that coring knife s/n (B)(6) was part of a batch of reworked knives. The knife passed all functional tests and inspections. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the apical coring knife as an optional component for device implantation in the introduction section. The surgical procedures section provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the doctor had noticed some abnormalities in the surface area of the distal end of the coring tool.the tool was subsequently used however, there were no issues with it as well. The physician subsequently kept the tool for an analysis in-house at the hospital.